Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the operation, at the final tightening process, when the surgeon was tightening the golden screw with a screw driver, the screw thread broke, and the screw driver ran idle. Due to this incident, the surgeon was not able to fix the screw and replaced it with a new one. There was a twenty minute delay in the procedure. No piece of the screw was left in the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device broken during insertion; device was not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.